Event description:
During a tubal ligation, the instrument graspers gave way when the fallopian tube was being drawn into the instrument which then caused the fallopian tube to be transected. The surgeon cauterized the tube and used another instrument from the same box with the same result. Used a competitor's product to finish the case. No other issues occurred.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.